Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report.

Event description:
The customer reported via the sales rep that a female pt was required to undergo a revision surgery for a reported exeter stem fracture. The sales rep reported that the stem had fractured approximately two inches from the distal tip and that the pt was revised to a restoration modular cone plasma. The sales rep added that this is the second occasion the pt was required to undergo a revision surgery for a fractured stem, although it is not known whether the previous revisions involved a stryker product. The sales rep reported that the explanted prosthesis is currently at the hosp and that the pt has threatened to take immediate legal action. At this stage, no further details regarding the prosthesis or the pt (age, weight, height, activity levels, medical records, x-rays etc) are available and it is unk whether the pt intends to submit a claim against the surgeon or stryker. The sales rep added that the pt has requested that the surgeon sends the implant history directly to her home address as she wishes to have an independent analysis conducted on the prosthesis.